Manufacturer narrative:
Under european law and the (B)(4), patient info is onesided confidential and will not be released by the hospital. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor ((B)(4)). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphragm has been able to be reproduced by: (1) a hard impact, such as dropping the flow sensor, or by (2) sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.

Event description:
The hospital reportedly noted a new flow sensor was damaged prior to pt use. Ge healthcare provided a replacement flow sensor and informed the hospital to discard the damaged flow sensor. Subsequently, the hospital installed the damaged flow sensor (stuck open diaphragm) on an anesthesia machine. During pt use, it was noted that tidal volume was not in the expected range and it was felt the unit was leaking. Ge healthcare performed a checkout and noted the damaged flow sensor. The flow sensor was replaced, and the unit was returned to service. There was no reported pt injury.